Manufacturer narrative:
Date of event: date is approximate. Concomitant medical products: product ID: 306001, lot#: unknown, product type: screening device. Product ID: 306001, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown; product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence/urgency frequency. The trial began 2021. It was reported that the patient spoke with the rep the day prior and they felt the leads may have moved. They were advised to contact their clinician, it was unknown if the issue was resolved. Additional information was received. The patient reported things had gotten worse, like things had gone haywire since the previous day. They said the rep thought the pin may have slipped off the nerve. They were redirected to their clinician. They said they had maxed out stimulation on the left side and it was on the right side at the time of the report. They raised stimulation from 7.3 volts to 7.6 volt and they were feeling it.